Event description:
It was reported that during a cholcystectomy, the device was jamming and jaw did not open at 2nd fire. Another device was used to coplete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Device was not returned for evaluation.